Event description:
Abbott architect ci 8200 device is used in two hospital locations to detect troponin levels. There have been a significant number of false positives which, when re-tested, were found to be within normal limits. Testing levels according to manufacturer; 0.00 - 0.03ng/ml; negative-repeat testing in two hours if clinically indicated. 0.04ng/ml and above: suspicious for myocardial injury. Serial measurements may be necessary to confirm or exclude the diagnosis of acute coronary syndrome. Repeat testing in two hours if indicated. False positives have occurred at both locations on all devices since last fall. There have been more than 15 potentially aberrant results. Abbott ticket responses have indicated centrifugation as the likely cause of erroneous results. Last month duplicate testing pm was implemented in an attempt to detect erroneous results. Since then two events resulted in first level false positive results not verified with second result. To date no resolution has been identified. Extensive centrifugation studies have been conducted in order to verify correct operation according to manufacturer instructions. Duplicate testing is costly, and concern is beginning treatment on patient unnecessarily. Although, no patient has been harmed, several patients have had treatment initiated based on false positive results. Manufacturer response for abbott architect ci 8200, (brand not provided) (per site reporter): "refer to the specimen collection tube manufacturer's instructions as well as the package insert instructions for specimen collection and preparation for analysis. Each laboratory should follow the tube manufacturer's processing instructions for plasma and serum collection tubes and ensure it is compatible with the architect stat troponin-I assay. Inadequate centrifugation of the specimen may cause an erroneous result."